Event description:
It was reported that the device interrogation indicated that there had been an electrical reset. The warning was cleared and the clinician was able to reprogram to original setting. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.